Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, a cause for the reported difficult single gripper actuation issue could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) and a prolapsed posterior leaflet for a mitraclip procedure. During preparation of a mitraclip, it was determined that the mitraclip had asymmetrical grippers. During the operational check of gripper actuation, the grippers did not descend symmetrically, one of the grippers was 5-10 degrees behind the other. An additional mitraclip was selected for the procedure. A mitraclip was implanted successfully. The final mr was grade 1+. There were no adverse patient effects or clinically significant delays reported.